Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump during a bolus. Customer also received a failed battery test. Customer's blood glucose reading at the time of the call was 211 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected button error alarm was noted. No unexpected failed battery test alarm was noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.